Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient developed an infection in her neck shortly after vns lead and generator implantation. Both the generator and lead were explanted. The neck area showed swelling and cultures of the infection indicated staphylococcus aureus. Generator and lead device history record was reviewed, and no unresolved nonconformances were identified. Both devices were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported infection are not related to the functionality or delivery of therapy of the device.